Event description:
Medtronic crt-d generator changed for early eri. The patient is doing fine after replacing the device with another. This device is part of a recall. ====================== health professional's impression======================n/a====================== manufacturer response for ICD generator, ICD generator======================awaiting response.